Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: cev669b: handle cev669b dia cev669b 5mm ang bipolar, lot 140106 510k: k993655 manufactured 1/2014 cev6795b: tube cev6795b dia 5mm 350mm, lot 140202 510k: k993655, manufactured 2/2014. (B)(4): product evaluation: analysis on the reported device, the bipolar insert (cev634-1a), found that an impact is observable on the coating, on the distal part of the instrument, next to the jaw. The electrical tests failed because of this impact. Considering the aspect of the impact, the instrument is very likely to have taken a shock with another sharp instrument. Analysis of concomitant devices: analysis of the bipolar handle (cev669b) found that the handle came back disassembled. The central peek part is missing. However, this part of the instrument is not in contact with the patient and the risk of fragment in the surgical area is very low. The handle was in all likelihood disassembled during the reprocessing steps, despite the instructions for use recommendations. Analysis of the tube (cev6795b) found no issue highlighted. Instrument conforms to manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a ¿broken electric connector¿. There was no reported patient impact. Analysis found that an impact is observable on the coating, on the distal part of the instrument, next to the jaw. The electrical tests failed because of this impact. It has been confirmed that the ¿coating¿ is referring to the insulation, and there is a breach in the insulation. There was no reported patient impact.